Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01030; 114816, s805 - wear/excessive wear, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to worn bearing.